Manufacturer narrative:
(B) (4). Eval results: cva/stroke.

Event description:
A 3.0mm diameter x 24mm length endeavor resolute rx drug-eluting coronary stent was implanted in the rca of a pt. Cardiac status at time of procedure was acute mi (biomarkers positive). However, it was reported that 22 months post implant, the pt presented with evidence of hemiparesis left dysphagy and disarthry. An ischemic stroke was confirmed. The pt was hospitalized. Communication from the field confirmed that two months later, the pt came down with pneumonia and in agreement with relatives, no max therapy was performed, so the pt died after few days. Death was due to pneumonia and not related to the relevant device.